Event description:
Pulmonetic systems, inc. Received an email from a representative in 08/02. The representative reported the following problem: vent inop on the patient with an alarm. Will not turn on. No patient harm.